Event description:
It was reported that the patient experienced a change in therapy effect. Per the reporter, a couple of years ago, at first pump refill, the patient experienced numbness from her chest down. This occurred again about three months ago. At that time, when the medication was put in the pump, she felt a cold sensation. She was administered an antidote. The patient presented to the emergency room as a result and had chest pain, low sugar levels, nausea and numbness. The patient also experienced withdrawal. The patient was undergoing dose titration so that the hcp can remove the pump. The patient experienced nausea and vomiting every time the pump was turned down. The patient does not want to have the pump explanted. The patient also experienced the following symptoms: flu like symptoms, increased baseline pain and nausea. The patient was home at the time of the report. The patient missed an appointment due to being on vacation. The pt indicated that she notified the hcp that she would be on vacation. As a result, the clinic dismissed the patient. The pump alarmed in 2009. The patient was looking for a new managing hcp; she has scheduled a consultation with an hcp. The patient does not want her pump turned down and explanted. Additional information has been requested from the hcp, but was not available as of the date of this report.